Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported she developed a skin irritation and a cyst while using the pads. She received medical treatment at the doctor and powder was put on to alleviate the irritation. The cyst was surgically removed.